Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under three separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00072, freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00073) and freedom power adaptor s/n unknown (MFR report # 3003761017-2016-00074). The customer reported that the freedom driver s/n (B)(4) briefly stopped pumping when the hospital staff member removed the black cord on the freedom power adaptor s/n (unknown) that was connected to the driver. The hospital staff member wanted to switch the freedom power adaptor when she had difficulty removing it from freedom driver s/n (B)(4). The customer also reported that freedom driver s/n (B)(4) immediately began pumping when the freedom power adaptor black cord was reconnected. The customer also reported that the freedom driver had two fully charged onboard batteries during the reported event. The customer also reported that the freedom driver s/n (B)(4) exhibited red fault alarms when the onboard battery s/n (B)(4) was wiggled or moved in the driver. Freedom onboard battery s/n (B)(4) was on the left battery slot of the driver during the reported event. The customer also reported that the patient was subsequently switched to the backup freedom driver, freedom onboard battery and freedom power adaptor. There was no reported adverse patient impact during the reported driver stop or subsequent driver switch. The freedom power adaptor will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
Power adaptor s/n changed from unknown to (B)(4); patient/lay user changed to health professional. The freedom power adaptor was returned to syncardia for evaluation. Visual inspection of the power adaptor showed no signs of damage or misuse. There was no difficulty in removing the power adaptor (s/n (B)(4)) from a freedom driver during testing. The power adaptor performed as intended, and there was no evidence of a malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under three separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00072; freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00073) and; freedom power adaptor s/n (B)(4) (MFR report # 3003761017-2016-00074). The customer reported that the freedom driver s/n (B)(4) briefly stopped pumping when the hospital staff member removed the black cord on the freedom power adaptor s/n ((B)(4)) that was connected to the driver. The hospital staff member wanted to switch the freedom power adaptor when she had difficulty removing it from freedom driver s/n (B)(4). The customer also reported that freedom driver s/n (B)(4) immediately began pumping when the freedom power adaptor black cord was reconnected. The customer also reported that the freedom driver had two fully charged onboard batteries during the reported event. The customer also reported that the freedom driver s/n (B)(4) exhibited red fault alarms when the onboard battery s/n (B)(4) was wiggled or moved in the driver. Freedom onboard battery s/n (B)(4) was on the left battery slot of the driver during the reported event. The customer also reported that the patient was subsequently switched to the backup freedom driver, freedom onboard battery and freedom power adaptor. There was no reported adverse patient impact during the reported driver stop or subsequent driver switch. The freedom power adaptor will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.